Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury. Pelvisoft 8x12 cm was reported to be used/implanted during this procedure.